Manufacturer narrative:
Section h10: (h3) the evaluation noted in the reported revision that it was likely the result of the reported clicking sensation which may have been due to joint laxity and/or the tibial insert not being properly seated.

Event description:
During revision right total knee replacement, the tru psc tibial insert component, sz 3, 12mm, was removed and replaced with a tru psc tibial insert component, sz 3, 13mm. The revision was undertaken due to the patient reporting a clicking sensation in the patient¿s posterior right knee. The revision surgery was carried out uneventfully. The patient left the operating room in stable condition. The index right tka procedure had been done on 8/24/18. The explanted tibial component (identified above) was retrieved, washed, and will be returned to exactech for evaluation.